Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was implanted last (B)(6) however an alert was received stating that the battery had reached explant on (B)(6)2000 and remote monitoring was disabled on (B)(6)2024 due to limited battery capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the unexpected end of life (eol) date was related to a remote monitoring system timing quirk, and eol had been declared due to a long charge time. There were no faults recorded. The battery appeared to be depleting normally. The charge time out was likely attributed to an anomaly within the high voltage charging system. The patient was admitted to the hospital, and device replacement was scheduled. During ICD replacement procedure, it was determined that the right atrial (ra) lead had pulled back to the device pocket and was not fully extended. Additionally, the terminal pin was not fully inserted into the device header. Both leads underwent pacing system analyzer (psa) testing, and were noted to have performed well. The chronic leads were then connected to the new ICD, and all measurements were reportedly stable. No additional adverse patient effects were reported. The ra lead remained in service, and the explanted ICD was returned for analysis.